Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: during investigation, the keypad was intact but the up, down and ok buttons responded intermittently to user presses. The keypad was removed and there was contamination found under all the contacts. Unrelated to the original complaint, the audio bolus button was intact but unresponsive during investigation. The bolus button cover was removed and there was evidence of glue contamination found under the bolus button cover and in the bolus button compartment. Additionally, when the pump was powered on the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).